Event description:
It was reported that the pt's device sys was explanted due to an infection. The medication being delivered via the device sys was not reported. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4)